Manufacturer narrative:
Additional pro-code: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part number: 04.038.195s, lot number: h732466, part manufacturing date: 27 september 2018, manufacturing site: (B)(4), part expiration date: (B)(6) 2028, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h732466 of tfna fenestrated screws was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h653777 met all specifications with no issues documented that would contribute to this complaint condition. Device history review: a review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a removal surgery of a short trochanteric femoral nailing system advanced (tfna) nail due to a lateral protrusion of the lag screw on an unknown date. Originally, the patient was originally implanted in (B)(6) 2019. The patient was suffering of length discrepancy from collapsed. The tfna was removed and exchanged for a total joint. Tfna nail, lag screw, and distal locking screw removed without incident. Procedure and patient outcome are unknown. Concomitant devices reported: tfna nail (part# 04.037.112s, lot# h759956, quantity# 1). Distal locking screw (part# 04.005.526s, lot# h772128, quantity# 1). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).